Event description:
It was reported the onyx was mixed for 20 minutes. During aspiration into the syringe/needle, the liquid showed unusual high viscosity and no radio-opacity. The device was not used in the pt.

Manufacturer narrative:
The vial of onyx was returned for eval, but did not contain enough the embolic solution to perform testing. Testing for radiopacity was performed on the retained sample from the lot and was found to be within spec. (B)(4).